Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty and balloon rupture occurred. The physician direct stented a liberte 4.0 x 12mm bare metal stent to the 99% stenosed lesion located in the moderately tortuous and calcified left anterior descending (lad) artery. The stent was deployed at 9 atms for 30 seconds. Ivus was performed after implantation and it was noted that the liberte stent was not completely dilated. The physician then used the stent delivery balloon to inflate the stent, but the balloon ruptured at 14 atms. Ivus confirmed that the stent was dilated completely and the procedure was completed. The balloon was removed intact. No patient complications were reported. Patient status post procedure is noted as fine.